Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, bent sensor, no communication pump to transmitter , damage (physical or cosmetic) confirmed, cow catcher physical damage (connector). The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned.